Manufacturer narrative:
Based on additional info received 2/10/2017 - the patient expired on (B)(6) 2017. The (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 110 high watt alarms were recorded starting on (B)(6) 2017. An increase in power consumption and estimated vad flow was observed beginning on (B)(6) 2016 and rising to a peak of 6.3 w which is above the normal power consumption range, confirming the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient presented to the hospital on (B)(6) 2017 with high watt alarms, dark urine, and elevated lactate dehydrogenase. Preliminary log file analysis revealed 110 high watt alarms logged since (B)(6) 2017. An increase in power consumption and estimated vad flow was observed rising to a peak of 6.3 watts above the normal power consumption range. The patient was initially treated with heparin on (B)(6) 2017 and then alteplase, a tissue plasminogen activator (tpa), on (B)(6) 2017. Tirofiban was administered on (B)(6) 2017. The patient later expired on (B)(6) 2017. The official cause of death was pump thrombosis. The thrombus was suspected inside the pump. The patient was reported to be therapeutic on anticoagulation. The patient's hematocrit settings on the controller were correct. Controller log files were sent. The pump will not be returned for analysis. No further information was provided.